Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that rx locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, an rx locking device sponge detached from the cap. The detached sponge was noticed inside the channel of the scope, after the scope had been re-processed and was being attempted to be used on another patient. (Report 3005099803-2020-01502). During the ercp procedure performed on (B)(6) 2020, resistance passing a tome was met and that is when the detached sponge from a previous procedure was discovered inside the channel of the scope. It is unknown how the sponge was removed from the scope channel. The procedure was completed with a new scope and another rx locking device. There were no patient complications reported as a result of this event.